Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B4: date of the report on initial med-watch was incorrectly reported as 11/08/2019. The correct date is 11/07/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
This report is for an unknown plate / unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, patient underwent removal a broken plate. Patient also had nonunion. Procedure outcome and patient status are unknown. Concomitant devices: screws, (part: unknown, lot: unknown, quantity: unknown). This report is for an unknown plate. This is report 1 of 1 for (B)(4).

Event description:
On (B)(6) 2019: updated event description: it was reported that on an unknown date, patient underwent removal of unknown plate that was broken. Plate was needed to be removed because of a nonunion. No fragments were generated from broken device. The removal of the broken device was easily done without additional intervention. Broken device was completely removed. Procedure outcome was unknown. Patient status was good. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity # unknown). This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: updated event description provided for reporting. Explant date. Concomitant device provided for reporting. Initial reporter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.